Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. The reported issue was solved by cleaning the expiratory cassette. No logs were provided for our further evaluation. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly and it will be detected during pre-use check.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration and high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).